Event description:
On (B)(6) 2011, patient reported the down button on the infusion device was not functioning properly. This concern began on the day of the report and was noticed when patient attempted to deliver a bolus. Patient does not know how long she has used this infusion device, and she boluses approximately 5 times per day. The down button does pop up after it is pressed. The up button continues to function as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.